Event description:
It was reported that during an unknown procedure, the staples did not clamp all the way. No other details were provided. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 25 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.